Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ("the implant had migrated to my uterus and into the muscles"), device breakage ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), bladder perforation ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), sepsis ("septicaemia following removal/ some of the fragments perforated her bladder, she developed septicemia") and pelvic pain ("she experienced localized pain 6 month after essure placement") in an adult female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and complication of device removal ("she develop septicaemia (bladder perforated due to fragmented essure)"). Previously administered products included: oral contraceptive nos. As concurrent condition the report mentioned nickel sensitivity (allergy to costume jewelry made of nickel). In 2014, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced embedded device (seriousness criteria disability and intervention required), device breakage (seriousness criterion intervention required), bladder perforation (seriousness criterion medically important), sepsis (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criterion disability), device expulsion ("the implant had migrated to my uterus and into the muscles"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headache"), back pain ("backache"), procedural haemorrhage ("lost a great deal of blood, surgery was badly"), menopause ("menopause at 44 years-old"), musculoskeletal pain ("terrible joint and muscle pain 6 months after essure placement, I live with pain, I am on category 2 disability"), fatigue ("severe chronic fatigue 6 month after essure placement"), memory impairment ("difficulty rememberiing"), speech disorder ("difficulty with speaking"), amnesia ("memory loss 6 month after essure placement") and aphasia ("aphasia"). The patient was treated with codeine, antidepressants and cortisone as well as surgery (essure removal via oophorectomy, salpingectomy and hysterectomy and emergency surgery in the hospital). At the time of the report, the pelvic pain had not resolved. The outcomes for embedded device, device breakage, bladder perforation, sepsis, device expulsion, heavy menstrual bleeding, headache, back pain, procedural haemorrhage, menopause, musculoskeletal pain, fatigue, memory impairment, speech disorder and amnesia were unknown. The reporter considered amnesia, aphasia, back pain, bladder perforation, device breakage, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, memory impairment, menopause, musculoskeletal pain, pelvic pain, procedural haemorrhage, sepsis and speech disorder to be related to essure administration. The reporter commented: her physican took x-rays, a magnetic resonance imaging (MRI), and she had several epidural infiltrations performed. Essure removal date was discrepant (2019 or 2022). She reported: "two operations and septicemia - a gynecologist agreed to remove it. Surgery went badly. She lost a great deal of blood. Tugging on the implants would not have been necessary since they were corroded. Fragments wandered into my pelvic area. Some of them had perforated my bladder. I developed septicemia.¿ she underwent emergency surgery at the hospital. Her uterus, fallopian tubes and ovaries were removed. At age 44 she entered menopause. She sits in an electric wheelchair and sleeps in an electric bed. Device not available for return. Report in online journal www.ledauphine.com / le dauphiné libéré: at 44 years old, I became menopausal. I am on category 2 disability. I take codeine, antidepressants, cortisone. I am searching for my words. I have to write down everything! I live with pain. Had an emergency surgery at a hospital. Uterus, tubes and ovaries were removed. Septicaemia occurred following removal. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): no results provided. [X-ray of pelvis and hip] (date unknown): the implant had migrated to my uterus and into the muscles. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ("the implant had migrated to my uterus and into the muscles"), device breakage ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), bladder perforation ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), sepsis ("septicaemia following removal/ some of the fragments perforated her bladder, she developed septicemia") and pelvic pain ("she experienced localized pain 6 month after essure placement") in an adult female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and complication of device removal ("she develop septicaemia (bladder perforated due to fragmented essure)"). Previously administered products included: oral contraceptive nos. As concurrent condition the report mentioned nickel sensitivity (allergy to costume jewelry made of nickel). In 2014, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced embedded device (seriousness criteria disability and intervention required), device breakage (seriousness criterion intervention required), bladder perforation (seriousness criterion medically important), sepsis (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criterion disability), device expulsion ("the implant had migrated to my uterus and into the muscles"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headache"), back pain ("backache"), procedural haemorrhage ("lost a great deal of blood, surgery was badly"), menopause ("menopause at 44 years-old"), musculoskeletal pain ("she experienced terrible joint and muscle pain 6 month after essure placement"), fatigue ("severe chronic fatigue 6 month after essure placement"), memory impairment ("difficulty rememberiing"), speech disorder ("difficulty with speaking") and amnesia ("memory loss 6 month after essure placement"). The patient was treated with codeine, antidepressants and cortisone as well as surgery (essure removal via oophorectomy, salpingectomy and hysterectomy and emergency surgery in the hospital). At the time of the report, the pelvic pain had not resolved. The outcomes for embedded device, device breakage, bladder perforation, sepsis, device expulsion, heavy menstrual bleeding, headache, back pain, procedural haemorrhage, menopause, musculoskeletal pain, fatigue, memory impairment, speech disorder and amnesia were unknown. The reporter considered amnesia, back pain, bladder perforation, device breakage, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, memory impairment, menopause, musculoskeletal pain, pelvic pain, procedural haemorrhage, sepsis and speech disorder to be related to essure administration. The reporter commented: her physician took x-rays, a magnetic resonance imaging (MRI), and she had several epidural infiltrations performed. Essure removal date was discrepant (2019 or 2022). She reported: "two operations and septicemia - a gynecologist agreed to remove it. Surgery went badly. She lost a great deal of blood. Tugging on the implants would not have been necessary since they were corroded. Fragments wandered into my pelvic area. Some of them had perforated my bladder. I developed septicemia.¿ she underwent emergency surgery at the hospital. Her uterus, fallopian tubes and ovaries were removed. At age 44 she entered menopause. She sits in an electric wheelchair and sleeps in an electric bed. Device not available for return. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): no results provided [x-ray of pelvis and hip] (date unknown): the implant had migrated to my uterus and into the muscles. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2023: quality safety evaluation of ptc. Upon internal review the event sepsis was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ("the implant had migrated to my uterus and into the muscles"), device breakage ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), bladder perforation ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), sepsis ("septicaemia following removal/ some of the fragments perforated her bladder, she developed septicemia") and pelvic pain ("she experienced localized pain 6 month after essure placement") in an adult female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and complication of device removal ("she develop septicaemia (bladder perforated due to fragmented essure)"). Previously administered products included: oral contraceptive nos. As concurrent condition the report mentioned nickel sensitivity (allergy to costume jewelry made of nickel). In 2014, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced embedded device (seriousness criteria disability and intervention required), device breakage (seriousness criterion intervention required), bladder perforation (seriousness criterion medically important), sepsis (seriousness criteria hospitalisation and intervention required), pelvic pain (seriousness criterion disability), device expulsion ("the implant had migrated to my uterus and into the muscles"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headache"), back pain ("backache"), procedural haemorrhage ("lost a great deal of blood, surgery was badly"), menopause ("menopause at 44 years-old"), musculoskeletal pain ("terrible joint and muscle pain 6 months after essure placement, I live with pain, I am on category 2 disability"), fatigue ("severe chronic fatigue 6 month after essure placement"), memory impairment ("difficulty rememberiing"), speech disorder ("difficulty with speaking"), amnesia ("memory loss 6 month after essure placement") and aphasia ("aphasia"). The patient was treated with codeine, antidepressants and cortisone as well as surgery (essure removal via oophorectomy, salpingectomy and hysterectomy and emergency surgery in the hospital). At the time of the report, the pelvic pain had not resolved. The outcomes for embedded device, device breakage, bladder perforation, sepsis, device expulsion, heavy menstrual bleeding, headache, back pain, procedural haemorrhage, menopause, musculoskeletal pain, fatigue, memory impairment, speech disorder and amnesia were unknown. The reporter considered amnesia, aphasia, back pain, bladder perforation, device breakage, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, memory impairment, menopause, musculoskeletal pain, pelvic pain, procedural haemorrhage, sepsis and speech disorder to be related to essure administration. The reporter commented: her physican took x-rays, a magnetic resonance imaging (MRI), and she had several epidural infiltrations performed. Essure removal date was discrepant (2019 or 2022). She reported: "two operations and septicemia - a gynecologist agreed to remove it. Surgery went badly. She lost a great deal of blood. Tugging on the implants would not have been necessary since they were corroded. Fragments wandered into my pelvic area. Some of them had perforated my bladder. I developed septicemia.¿ she underwent emergency surgery at the hospital. Her uterus, fallopian tubes and ovaries were removed. At age 44 she entered menopause. She sits in an electric wheelchair and sleeps in an electric bed. Device not available for return. Report in online journal www.ledauphine.com / le dauphiné libéré: at 44 years old, I became menopausal. I am on category 2 disability. I take codeine, antidepressants, cortisone. I am searching for my words. I have to write down everything! I live with pain. Had an emergency surgery at a hospital. Uterus, tubes and ovaries were removed. Septicaemia occurred following removal. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): no results provided [x-ray of pelvis and hip] (date unknown): the implant had migrated to my uterus and into the muscles. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: upon receipt of follow up this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2023-00496) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter added from online journal www.ledauphine.com. Event added: aphasia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of embedded device ("the implant had migrated to my uterus and into the muscles"), device breakage ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and pelvic pain ("she experienced localized pain 6 month after essure placement") in a female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and complication of device removal ("she develop septicaemia (bladder perforated due to fragmented essure)"). Previously administered products included: oral contraceptive nos. As concurrent condition the report mentioned nickel sensitivity. Concomitant products included cortisone, antidepressants and codeine for pain. In 2014, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion disability), bladder perforation ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), musculoskeletal pain ("she experienced terrible joint and muscle pain 6 month after essure placement"), fatigue ("severe chronic fatigue 6 month after essure placement"), memory impairment ("difficulty rememberiing"), speech disorder ("difficulty with speaking"), amnesia ("memory loss 6 month after essure placement"), headache ("headache"), back pain ("backache"), heavy menstrual bleeding ("haemorrhagic periods"), device dislocation ("the implant had migrated to my uterus and into the muscles"), procedural haemorrhage ("lost a great deal of blood, surgery was badly"), sepsis ("she develop septicaemia (bladder perforated due to fragmented essure)") and menopause ("menopause at 44 years-old"). The patient was treated with surgery (essure removal via oophorectomy, salpingectomy and histectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for embedded device, device breakage, bladder perforation, musculoskeletal pain, fatigue, memory impairment, speech disorder, amnesia, headache, back pain, heavy menstrual bleeding, device dislocation, procedural haemorrhage, sepsis and menopause were unknown. The reporter considered amnesia, back pain, bladder perforation, device breakage, device dislocation, embedded device, fatigue, headache, heavy menstrual bleeding, memory impairment, menopause, musculoskeletal pain, pelvic pain, procedural haemorrhage, sepsis and speech disorder to be related to essure administration. The reporter commented: her physican took x-rays, a magnetic resonance imaging (MRI), and she had several epidural infiltrations performed. Essure removal date was discrepancy 2019 or 2022. At 44 years-old she entry in menopause. She reports she sit in na electric wheelchair and she slept in na electric bed. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray of pelvis and hip] (date unknown): the implant had migrated to my uterus and into the muscles. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: initial plus follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ("the implant had migrated to my uterus and into the muscles"), device breakage ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder"), bladder perforation ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and pelvic pain ("she experienced localized pain 6 month after essure placement") in a female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("during the essure removal the implant were corroded / fragments wandered into her pelvic area and some fragmented perforated the bladder") and complication of device removal ("she develop septicaemia (bladder perforated due to fragmented essure)"). Previously administered products included: oral contraceptive nos. As concurrent condition the report mentioned nickel sensitivity. Concomitant products included cortisone, antidepressants and codeine for pain. In 2014, the patient had essure inserted. Essure was removed in 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important), bladder perforation (seriousness criterion medically important), pelvic pain (seriousness criterion disability), device expulsion ("the implant had migrated to my uterus and into the muscles"), musculoskeletal pain ("she experienced terrible joint and muscle pain 6 month after essure placement"), fatigue ("severe chronic fatigue 6 month after essure placement"), memory impairment ("difficulty rememberiing"), speech disorder ("difficulty with speaking"), amnesia ("memory loss 6 month after essure placement"), headache ("headache"), back pain ("backache"), heavy menstrual bleeding ("haemorrhagic periods"), procedural haemorrhage ("lost a great deal of blood, surgery was badly"), sepsis ("she develop septicaemia (bladder perforated due to fragmented essure)") and menopause ("menopause at 44 years-old"). The patient was treated with surgery (essure removal via oophorectomy, salpingectomy and histerectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for embedded device, device breakage, bladder perforation, device expulsion, musculoskeletal pain, fatigue, memory impairment, speech disorder, amnesia, headache, back pain, heavy menstrual bleeding, procedural haemorrhage, sepsis and menopause were unknown. The reporter considered amnesia, back pain, bladder perforation, device breakage, device expulsion, embedded device, fatigue, headache, heavy menstrual bleeding, memory impairment, menopause, musculoskeletal pain, pelvic pain, procedural haemorrhage, sepsis and speech disorder to be related to essure administration. The reporter commented: her physician took x-rays, a magnetic resonance imaging (MRI), and she had several epidural infiltrations performed. Essure removal date was discrepancy 2019 or 2022. At 44 years-old she entry in menopause. She reports she sit in na electric wheelchair and she slept in an electric bed. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray of pelvis and hip] (date unknown): the implant had migrated to my uterus and into the muscles. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2023: quality safety evaluation of ptc. Upon internal review, event bladder perforation was upgraded to serious incident and device dislocation was changed to partial expulsion of device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.